Manufacturer narrative:
(B)(4). Based on the provided information and investigation performed no malfunction of the mr device or coil used was observed that contributed to the injury. Based on the information provided, the heating incident is a skin to skin heating incident caused by an rf current loop formation between the thighs of the patient (the instructions for use indicate a minimum distance of 0.5 cm). These kinds of incidents can be prevented by applying padding, a gown or clothing alone is not sufficient. A contributing factor was identified as the total amount of administered energy to the patient. (B)(4).

Event description:
Philips received a report that a patient being scanned on a philips mr scanner was involved in a heating incident. After the examination blisters were seen up to 1.5 inch (approximately 3.8 cm) on both inner thighs.